Manufacturer narrative:
For the reported information, the physical sample was not returned so that a catheter related issue of the alleged stent fracture during deployment could not be investigated. One image was provided demonstrating one stent end of the deployed stent inside a vessel. Significant calcification was visible which led to an irregular appearance of the open cell design in one axial position. The resolution was poor so that the single stent struts were not visible. Stent elongation or foreshortening could not be identified; the stent body appeared with homogeneous contrast. A strut fracture could not be identified which led to an inconclusive evaluation result. Based on the information available and the evaluation of the returned sample a definite root cause for the reported issue could not be determined. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the malfunction indicated that model 5f061203cs vascular stent allegedly fractured. This report was received from one source. He malfunction involved a patient with no known impact to the patient. The (B)(6) year old female patient was (B)(6) kgs.